Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition with asystole greater than two seconds. Boston scientific technical services (ts) reviewed electrogram strips and noted a stored episode from approximately one year earlier. Ts suggested further testing in an attempt to recreate the noise. Additional information was received that there continued to be stored episodes of noise on the right ventricular (rv) channel. Boston scientific technical services (ts) was again consulted and suggested bringing the patient in for further evaluation. The clinician stated that both the duration and the sensitivity have been reprogrammed and the noise has not been able to be reproduced. At this time the physician will continue to monitor the patient so the device and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise on the pace sense channel which resulted in two inappropriately stored episodes of non-sustained ventricular tachycardia. Noise was also seen on the shock channel. Boston scientific technical services (ts) was consulted and reviewed the episode. Ts noted that the noise was fuzzy and may indicate possible muscle noise. Ts discussed possibly bringing the patient into the office in an attempt to recreate the noise and further evaluate the ICD and lead. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.